Event description:
A center director reported a patient with transient light sensitivity syndrome (tlss) of the left eye at two week photorefractive keratectomy (prk) enhancement visit. At visit, patient complained of light sensitivity post bandage cotnact lens removal. Additional information from reporter indicated patient's topical steroid dosage was increased.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).